Event description:
A non-healthcare professional reported that following a cataract extraction with an intraocular lens (iol) implant procedure, patient experienced glare problems, starburst patterns around lights at night, and ghosting, made it hard to read. Patient have complained to the surgeon's office and referred to a retinal specialist that found nothing wrong with retina. The doctor did say he saw a reflection in patient¿s cornea which was something new. Patient thought that these problems were a direct result of the implant used. Additional information was requested, no further information is available at this time. There are two medical device reports associated with this patient. This report is associated with the first eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).